Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level and alarmed drive count/time values or changes incorrect for moving or coasting, too slow or too fast and no motor movement or negligible movement. Retries to free a stuck motor failed.. The patient¿s blood glucose level was 250 mg/dl and treated with manual injection. Customer states they are not able to rewind the pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The alleged device is expected to be returned for analysis

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarms, no motor movement or negligible movement. Retries to free a stuck motor failed alarms, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.